Event description:
Note: this report is one of two complaints that pertain to the same event (MFR. Report # 3005099803-2012-05462 and MFR. Report # 3005099803-2012-05557). It was reported to boston scientific corporation that a wallflex enteral colonic stent system was used during a colonic stent implantation procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a malignant stricture within the colon. The stricture was 7 cm in length. During the procedure, when the physician pulled back on the handle to deploy the stent, some initial resistance was felt due to the tortuous anatomy of the patient. However, the stent could not be fully deployed as the handle detached from the outer sheath and the stainless steel shaft bent. The stent system moved out of its desired position when the handle detached from the outer sheath of the delivery system. The stent was reconstrained into the delivery system and removed from the patient. The same issue occurred using a second wallflex enteral colonic stent system (MFR. Report # 3005099803-2012-05557). A surgical procedure was performed to treat the colonic stenosis. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Based on the device analysis, which indicates that the stent was partially deployed and some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath, this is now considered a reportable event.

Manufacturer narrative:
(B)(4) for the evaluation findings of stent deployment issue (partial deployment). (B)(4) for the evaluation findings of catheter delamination. A visual examination of the returned device found that the stent was partially deployed by approximately 25 mm. The distal handle was detached from the outer sheath. The outer sheath was stretched and accordioned for a distance of approximately 115 mm from the handle break. The stainless steel shaft was kinked mid shaft. During a functional analysis, it was not possible to retract the outer sheath to deploy the stent so the shaft was dissected proximal to the stent and the inner shaft and stent were withdrawn from the outer sheath. No issues were noted with the profile of the deployed stent or the inner shaft. The outer sheath was unable to be moved proximally or distally. The outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label. Although the reported event of stainless steel shaft bent and handle detached from outer sheath was confirmed, a definitive root cause for the ptfe detachment and partial stent deployment could not be determined at this time. Therefore, the most probable root cause is undeterminable.